Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination of the returned product confirmed the presence of particulate inside the barrel of the syringe. Examination of the particle found in the syringe appears to be a plastic/vinyl type material. The particulate measures approximately 2.25 cm in length and 0.25 cm in width. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The following information was obtained from the customer: the customer reported observing a white paper like particulate inside the CT syringe barrel upon opening the syringe kit before use on a patient. No injury or adverse event was reported.